Event description:
An angio-seal sts plus device was used to seal the arteriotomy site post peripheral angioplasty procedure at the end of 2005. It was reported that the angio-seal was deployed successfully and hemostasis was acheived. The patient developed some symptoms of poor circulation to the lower limb a few weeks later. An ultrasound revealed possible stenosis, believed to be in the region of te puncture site. The patient was brought back to the cath lab twelve weeks later when a follow-up angiogram revealed a filling defect at the site highlighted by the ultrasound exam. An angioplasty of the stenosis successfully restored the patency of the vessel.